Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there were issues with the pump and leaking insulin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2016 with the following findings: there was no defect found related to the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.